Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Mother is calling on behalf of the customer. Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer feels nauseous and tired. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings and observed symptoms. The expected fasting blood glucose test result range is 120-160mg/dl. Blood test performed fasting during call on 7/4/2016 produced result of e-5 after blood sample applied to test strip. Test strip lot manufacturer's expiration date is 8/22/2017 and open vial date is 7/3/2016. Product stored according to specification. No changes have been to his diet or medication (lantus and novolog). She stated that he has been feeling nauseous and tired all day (but she said that it could be that it was because they have been traveling and the change of environment might have a lot to do with why he is feeling the way he has been).